Event description:
Multiple chemo leakage incidents with use of ch3147 60" smallbore ext. Set with microclave spiros connections. It was reported that there have been three incidents where ch3147 set leakages originating "on outside of spiros where bonded" occurred; the chemo drugs were identified as rimotecan and doxanubicin. No patient involvement, prior to use.

Manufacturer narrative:
Received 10 unused unit of ch3147 60" set w/microclave, spiros connectors, lot 262892. One uses unit with attached microclave, one used ch2000s spinning spiros, lot unk, and a 12ml monoject syringe that contained a red drug. Investigation: the used ch3147 was pressure leak tested @5psi and the spiros leaked. A microscopic examination of the spiros showed that the o-ring was dislodged. The other (B)(4) ea ch3147 were pressure tested and all passes in the activated and unactivated positions. The team identified several improvements on the press, test operations and welder station processing sequences, the automated assembly process now has a sensor that verifies the presence and proper placement of the o.